Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, although a definitive root cause could not be determined, the peeling of the glue on the distal end likely occurred due to an external force being applied to the distal end. This issue is addressed in the instructions for use (IFU): "ultrasound gastrovideoscope gf-uct180. Chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Regarding the other malfunctions that were described in the initial report (elevator channel plug/water inlet was leaking; bending section rubber glue was cracked; scope connector was loose), per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The scope¿s elevator channel plug /water inlet was leaking. The forceps cover glue was noted to be peeling. The bending section rubber glue was found cracked. The scope connector was noted to be loose. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, the elevator jet was loose and the scope failed the leak test. There was no patient involvement reported.